Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power up prior to an implant procedure. The power cord was checked multiple times in multiple power outlets. A power cord from a different programmer was connected and also yielded no power. An "electrical smell" was noticed more prominently near the fan outlet of the programmer. The status of the programmer is unknown. There was no patient involvement.